Event description:
A healthcare professional reported that a patient was injected with 0.3 ml of skinvive¿ by juvéderm® in the forehead and between the brows. Post injection the hcp noticed that the injected area looked red, and they saw a little white spot in the glabella. The hcp stated that the skin was blanched, and they thought it was an occlusion. The hcp treated the patient with a box of hylenex and the patient was injected 1 month later with 0.4 ml of hylenex again. About 5 months after onset patient also undwerwent an ipl(intense pulse light) therapy for the redness and a vi peel about two weeks later. Event ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.